Event description:
Information received from the field notes that when the patient came into the clinic, interrogation found the device in eol mode and pacing at 63.3 ppm in vvi mode. When the patient was at rest, pacing was at 105 ppm. The subsequent follow-up showed that the pulse generator kept dropping into eol mode. Therefore, the device was replaced.